Event description:
It was reported that when using the bd pyxis¿ es refrigerator had device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator row 3 of bins was off the bus. A field service engineer (fse) powered off the refrigerator and med station, then released all the bins and checked the connections. Fse rebooted the refrigerator and med station and failure was cleared. After that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.